Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin issues and overgrowth at the abutment site. The patient was treated with 10 day course of oral antibiotics and a topical ointment (date not reported). Subsequently, the skin was cauterized using silver nitrate and the patient was administered a topical steroid.